Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that while using bd max¿ system, bd max¿ instrument 6 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a cepheid test method and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. D.2. Medical device type: ooi. D.2. Common device name: instrumentation for clinical multiplex test systems. D.4. Medical device catalog #: 441916. D.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device serial #: (B)(6). G.4. PMA / 510(k)#: k111860. H.6. Investigation: a "false positive" complaint was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they received six possible false positive on biogx sars cov-2. Mas recommended that customer conducted extra cleaning. After the decontamination was conducted, the complaint was determined to be from contamination. Field service was not dispatched. No parts were returned to bd for investigation. The complaint is unconfirmed with the information provided. Root cause is determined to be from environmental contamination. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument 6 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a cepheid test method and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using biogx sars-cov-2 open system reagents for bd max¿ system 6 false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a cepheid test method and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #:(B)(4).